Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one sealed, original disposable core biopsy instrument was returned for evaluation. During visual evaluation, the sample and packaging appeared clean. Foreign material was noted within the sealed packaging. There were no visual anomalies noted on the device. Therefore, the investigation is confirmed for the alleged foreign material, as foreign material was noted with in the package. Per the evaluation results, fibrous material was noted within the sealed packaging. The manufacturing site's review of the photos and sample concluded that the fibers were consistent with the molding process of the outer housing, indicating that the fibers came from the manufacturing process. A quality alert was issued in response to this event. Per attached response, additional actions in process with the manufacturing site include potential for ionizing air curtain and vacuum to remove fibers as well as a verified molding process to eliminate fibers. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to biopsy through fibroadenoma tissue, the device allegedly had a ball of thread like foreign material in the package. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date:12/2022).

Event description:
It was reported that prior to biopsy procedure, a transparent ball of thread was allegedly present in the package of the device. There was no patient contact.